Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce a system error was caused by a crack in the upper latch switch. The upper latch switch was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarms for system error 322. The customer has stated that there was no pt injury and no other information can be provided.